Manufacturer narrative:
(B)(4) the carefusion field service technician evaluated the ventilator and did not duplicate transducer fault. Noticed inaccurate peep. Recalibrated exhalation valve. System checks ok.

Event description:
The customer reported that the ventilator displayed transducer fault during setup. No patient involvement.